Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "upstream occlusion alert" which was found through a review of the event history log by the presence of "upstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation reproduced the reported symptom while running a loaded set. The ultrasonic sensor values were found to be out of specification. The ultrasonic sensor was replaced to correct this condition. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alert. There was no patient involvement. No additional information is available.